Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/11/2025, a sales representative reported via phone that qty. 4 of an ar-3636 knotless 1.8 fibertak soft anchor had an issue during a shoulder labral repair procedure on (B)(6) 2025. When the surgeon was implanting the devices, the sutures were found knotted inside the patient, and the anchors could not be cinched down. It seemed the sutures were slightly thicker out of the box. This happened four times consecutively. Each time, the anchor body remained inside the patient, but the sutures were cut and removed. Nothing broke inside the patient, and there was no harm. Another box of ar-3636 knotless 1.8 fibertak soft anchors with a different unknown lot number was opened to complete the procedure successfully. The case was delayed for just under 15 minutes, and no additional anesthesia was administered. No pictures were taken of the complaint devices. This occurred during use with no reported patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6 complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure is user error in the device, which can be attributed to prying/leveraging, misalignment, and/or excessive force used during implant insertion.